Event description:
Procedure went very smoothly. Contralateral leg graft was deployed and landed at the desired state. Before placing the ipsilateral leg graft, the physician chose to place a leg graft that was a longer length than had been planned. The device was placed into the ipsilateral limb with a three stent overlap. However, post angiogram noted that the right hypogastric artery had been inadvertently covered. Since the pt had a patent left hypogastric, no further intervention was deemed necessary. Final angiogram noted successful exclusion of the aneurysm, patent renal arteries, and a patent left hypogastric.